Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Provided service report confirm the reported issue. Our field service engineer (fse) was on site to investigate the issue further and found out defected pressure transducer circuit board. Pressure transducer circuit board was replaced. After replacing the circuit board, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted. A defect pressure transducer pc board may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.